Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain what is meant by, misfired single staple? Was the staple malformed? Were there staples missing from the staple line? What device was being used with the gst60g? The one leg of the staple was malformed. Using plee60a. No staples were missing.

Event description:
It was reported that during a laparoscopic sleeve procedure, it misfired single staple on proximal end patient side; was using buttressing. The case was continued. There were no patient consequences reported.